Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were dilaudid (hydromorphone), clonidine, and another unknown drug. She was not able to recall the dose and concentration of the drugs. Medical history included the patient mentioning that she recently broke her shoulder and had several hairline fractures as well, so it¿s been difficult to move around with one working arm. It was reported that at a refill appointment the doctor "bent 7 needles" trying to refill the patient¿s pump. The patient was screaming and her legs started kicking on their own due to the extreme pain. A pa came in and also bent a needle attempting to refill the pump. The pump wasn¿t really working well and thought that it was from the doctor "bending 7 needles" during a refill appointment. The patient was too distressed (crying) to answer any further questions. The patient was dismissed today by her doctor and was very distressed about finding another doctor and was struggling to find another one. A manufacturer¿s representative was contacted regarding the patient finding a new physician. There were no further complications reported/anticipated.